Event description:
Report received from the USA stating the device "will not attach to the motor." The facility tried multiple motors with the same results. The event was not related to surgery. There were no injuries reported. The reporter was unaware if the event occurred prior to or after surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage/wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).